Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Due to concern over electrode integrity the patient will undergo a replacement procedure where the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system will be explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The procedure was scheduled, but has not yet occurred. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Due to concern over electrode integrity the patient will undergo a replacement procedure where the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system will be explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The procedure was scheduled, but has not yet occurred. No adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurements continued. Possible twiddler's syndrome was considered as a cause since the patient experienced this previously. The electrode was explanted. During the electrode procedure, the s-ICD was also explanted and a transvenous ICD system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Visual inspection revealed a severe twisted electrode where conductors were fractured at multiple locations from terminal to middle of electrode. X-rays confirmed the fractures. Analysis determined the damage was consistent with twiddler's syndrome.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. Due to concern over electrode integrity the patient will undergo a replacement procedure where the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system will be explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. The procedure was scheduled, but has not yet occurred. No adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurements continued. Possible twiddler's syndrome was considered as a cause since the patient experienced this previously. The electrode was explanted. During the electrode procedure, the s-ICD was also explanted and a transvenous ICD system was implanted. No additional adverse patient effects were reported.